Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to high impedance.